Event description:
Interrogation of the pacemaker on 12/2/97 revealed intermittent failure to capture with increased ventricular threshold and intermittent atrial failure to capture in the presence of lead.